Event description:
The customer reported that during an auxiliary dissection, the device would not seal although an end tone, indicating a completed seal cycle, was confirmed. Another generator was used, but the problem persisted. The case was completed with clips and sutures. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.